Event description:
Follow up information obtained indicated that the patient had not been re-implanted with another device. No other information was available and, if additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient experienced an infection. The patient had (B)(6). All products were removed and the patient was doing fine. Additional information has been requested, but was not available as of the date of this report.